Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B) (6) 2008, this patient was implanted with gore tag thoracic endoprostheses. During the procedure, fluoroscopy demonstrated the second gore tag thoracic endoprosthesis had not fully deployed. A computed tomography scan on (B) (6) 2008, revealed slight infolding of the gore tag thoracic endoprosthesis. A reintervention was not scheduled at the time and the patient was discharged in stable condition.